Manufacturer narrative:
Retainer ring = black. Patient returned device for an alleged blank display, audio anomaly, and stuck button alarms observed on (B)(6) 2022. Device received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Keypad traces were inspected, and no corrosion or physical damage noted. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error(open book image) due to frozen display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the [electric boards/ force sensor/motor/harness assembly vibrator]. Unable to download pump's history and trace files using thump due to frozen display anomaly. Unable to upload carelink due to critical pump error(open book image) alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Blank display not confirmed. Unable to verify stuck button alarms due to critical pump error(open book image) alarms. Unable to verify audio anomaly due to critical pump error(open book image) alarms. Frozen display (flashing medtronic logo) confirmed due to severe corroded electronic assemblies. Unable to download device history and trace files using thump confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received stuck button alarm. Customer reported that insulin pump was beeping and when they looked at it was blank and flashing red and screen did not turned on. Customer reported that after 10 minutes it came up with stuck button and shut off again. Troubleshooting was performed and the button was not pressed for 3 minutes or longer. Customer also confirmed that the pump was not exposed to change in altitude. No harm requiring medical intervention was reported. Customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. Patient returned device for an alleged blank display, audio anomaly, and stuck button alarms observed on september 16, 2022. Device received with a frozen display with flashing medtronic logo. Reset the device three times to determine flashing medtronic logo is permanent and it was confirmed flashing medtronic logo permanent. Keypad traces were inspected, and no corrosion or physical damage noted. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error(open book image) due to frozen display anomaly. Device was cut open to perform visual inspection and found moisture damage on the [electrical board force sensor/motor/harness assembly vibrator]. Unable to download device history and trace files using thump due to frozen display anomaly. Unable to upload carelink due to critical pump error(open book image) alarms. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Blank display not confirmed. Unable to verify stuck button alarms due to critical pump error(open book image) alarms. Unable to verify audio anomaly due to critical pump error(open book image) alarms. Frozen display (flashing medtronic logo) confirmed due to severe corroded electronic assemblies. Unable to download pump's history and trace files using thump confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Device was returned for analysis.